Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were failed back surgery syndrome and non-malignant pain. It was reported that the pump was removed due to infection. No information regarding diagnostics performed, event date, and drug in the pump was reported. Follow-up was requested to obtain additional information.